Event description:
It was reported that the power cord had been "crushed" in the bed lift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord had been "crushed" in the bed lift, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
During the evaluation of the alleged event, it was also found that the power cord was partially burned/melted. It was identified that a likely cause for this issue is the bed running over the power cord, causing the cord to become damaged and allowing an excessive heat event to occur.

Event description:
It was reported that the power cord had been "crushed" in the bed lift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.